Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 20g x 1.16in insyte autoguard from an unknown lot number. The photograph displays the unit which has been used and the needle is partially retracted. The barrel of the unit has what appears to be cracks and the damage is prohibiting the needle to fully retract. The reported issue was confirmed. Damage to the barrel of the device may occur due to misalignment or improper machine setup during barrel placement and the barrel stomp steps of manufacturing. However, damage is uncommon and can also occur due to impact to the device in the clinical environment. Although the partial retraction is confirmed and it¿s likely due to the damage barrel, the defect on the barrel cannot certainly be confirmed to be manufacturing. The root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was not fully retracting after use. The following was recieved by the initial reporter: verbatim: the intravenous indwelling needle cannot fully rebound after use, and some needles remain outside the protective sheath.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was not fully retracting after use. The following was recieved by the initial reporter: verbatim: the intravenous indwelling needle cannot fully rebound after use, and some needles remain outside the protective sheath.